Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose event. It was reported that customer's blood glucose was rising and treatment by bolus delivery would not bring the blood glucose down. It was mentioned that the customer does not have a back-up plan available to treat his blood glucose. No symptoms was mentioned that led to high blood glucose event. Customer's blood glucose value was 500 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer changed his infusion set and delivered a bolus with no issue for a 525 mg/dl blood glucose reading. It was also mentioned that customer tested his blood glucose again and had a reading of over 600 mg/dl. Advised customer to wait another 15 minute then check the blood glucose reading again and it resulted to blood glucose of 496 mg/dl which meant that the insulin pump was working. No product is expected to return for analysis.